Manufacturer narrative:
Ref. Occupation: medical department manager. (B)(4). The facility reported that no packaging defects were identified prior to use and the device was used in accordance with the instructions. In addition, no device malfunction occurred during the procedure. The IFU warns that potential adverse effects associated with the revolve system include local infection. While a relationship between the post-operative infection and the revolve device could not be conclusively determined, based on the qa investigation resulting in no remarkable findings and that two other infection complaints for the same procedure were reported by this same facility/surgeon within a 3 month time frame, the event is unlikely related to the device. It should be noted that from harvest to injection, multiple non-lifecell devices/components contact the autologous fat during the procedure (liposuction tubing, cannulas, syringes). Device not returned for evaluation.

Event description:
Three infection complaints were reported together at the same time by the same facility associated with revolve lot 10701. This complaint is associated with patient 2. (Refer to manufacturer reference number 1000306051-2017-00026 for patient 1 and 1000306051-2017-00028 for patient 3.) It was reported that a (B)(6) female patient had undergone a vaser lipo procedure with fat grafting to the buttocks on (B)(6) 2017 using revolve performed by dr. (B)(6). The facility reported that prior to use, the packaging appeared intact, the device was opened onto the sterile field immediately, and single procedure instructions were followed. The fat was harvested and cleaned per protocol and the case was completed with no reported issues. The patient was seen post-operatively by the nurse on (B)(6) and suspected she had an infection. The patient began taking antibiotics on her own. On (B)(6), the patient was seen by the surgeon where further antibiotics were prescribed as a precaution. The infection was described as not superficial, but also not too deep. No cultures were taken. No other post-operative complications were noted aside from pain, fever and redness in the area of the right side buttocks and no other devices were implanted at the time of surgery. The surgeon continues to monitor the patient's progress. The surgeon attributed the infection to the fat that was transferred.